Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient was receiving occlusion alarms with his cleo® 90 infusion set. Patient stated that on his initial occlusion alarm, he disconnected the tubing from the site and was able to verify insulin coming out of the tubing. He then changed out his site and got another occlusion alarm shortly after. The patient went through troubleshooting with the distributor, and it was determined that the alarms were likely due to a site issue. The patient's blood glucose levels were 166 mg/dl at the time of the event. The patient was going to change his site. No permanent injury was reported. See MFR: 3012307300-2017-00971.